Event description:
Home pt received system error 2240 alarm during treatment using homechoice device. Home pt discontinued treatment at time of alarm, ending therapy early. Home pt's wife noted leakage around exit site. Home pt's wife attributed this leak to a crack in the catheter. However, the healthcare professional reported no crack in the catheter and confirmed that the home pt was leaking at the exit site around his catheter. The home pt was diagnosed with peritonitis and his catheter was removed. The home pt is temporarily on hemodialysis.